Event description:
The account alleged when pressing bed up from either siderail, the bed would rise along with the head and knee sections.

Manufacturer narrative:
After isolating the siderails, the issue remained. The account replaced the test port cable to repair the bed.